Manufacturer narrative:
B1: added serious injury. H1: added serious injury. H6: omit code e2403 and added code e2343.

Manufacturer narrative:
H6: added code a0709 based on information in the complaint record. H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary no product returned. No data logs available. Clinical states surgeon felt no turbulence despite pump saying 3 liters of flow and once the patient got a right ventricular assist device (rvad) with 3 liters they immediately improved. Surgeon states that calculated flow is fake. Low/blocked pump flow: the cause of the low pump flow was not determined due to lack of product and data logs. Placement signal issue: the cause of the placement signal issue was not determined due to lack of product and data logs. Device history review device passed all post sterile inspection checks.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that overnight the patient continued to decompensate with regard to durable lvad flows, despite the surgeon¿s efforts to increase the rp flex (rpf) pump level to improve lvad preload. Hemodynamic status worsened, and the decision was made to return to the operating room and transition from rp flex to centrimag support. The surgeon commented that calculated flow readings appeared inaccurate, stating: ¿I had my hand on the pulmonary artery last night with 3 l of ¿flow¿ and no turbulence at all. Hard to believe it was doing anything. After placing a central rvad at 3 l of flow, the patient immediately improved. I believe this reflects a limitation of the device.¿ the patient survived the procedure and is currently stable.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.